Manufacturer narrative:
Qn #: (B)(4).

Event description:
It was reported that, "after placement of the catheter, the medical agent was found leaking from the catheter body, the part near the juncture hub. Therefore, the catheter was removed and replaced with a new kit to complete the procedure. No injury to the patient occurred." There were no reports of patient injury, harm, or adverse health consequences associated with this event. The patient's condition was reported as "fine". No additional medical intervention was reported beyond removal of the affected device, and replacement with another device.